Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: b5, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: it appears that it is not the part that fell off; since the mid-breakage, only the wire portion was left, so it was removed using biopsy forceps. The procedure was completed and was prolonged by approximately 30 minutes. Patient¿s current condition is normal.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end of a single use mechanical lithotriptor was damaged. The connection pipe and basket wire were left inside the patient. The coil sheath and tube sheath were pulled out, leaving only the operating wire connected to the scope¿s forceps channel inside the patient¿s body. Despite attempts to manipulate the operating wire back and forth and inflate a parallel balloon with the scope remaining in place, removal of the retained component has been difficult. At the time of reporting, no patient injury had been reported, and the final outcome of the retrieval was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct b2. Upon further review, "other" was selected inadvertently, and required intervention is the only outcome that applies.